Manufacturer narrative:
Correction: h6, no patient involvement: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with bubbled downstream occlusion seal. During analysis, the customer's stated problem was able to be verified. The device was found to have an error code 41622 on the screen display and in an event history log. The error code 41622 indicated a problem with error motor timeout. It was found that a faulty motor is the root cause of the issue. Therefore, service will replace the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical presented with system fault 41622. There were no reported adverse events. There was no patient present at the time of the event.